Manufacturer narrative:
The product was not returned for analysis and remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A customer reported inflammation following an intraocular lens (iol) implant procedure. The patient was prescribed eye drops. The lens remains in the eye. Attempts to gather additional information have been unsuccessful.